Manufacturer narrative:
(B)(4). Customer did not provide contact information for replacement new product shipment. Customer did provide limited information considering that base on customer's symptoms and the hi result obtained, the customer care rep. Advised to seek medical attention. Manufacturer contacted customer within 24 hours urgent call and follow up phone calls for knowing customer's condition whether or not customer was hospitalized due to the hi blood glucose results; unable to talk to customer. Most likely underlying root cause of malfunction: user had high glucose value.

Event description:
Consumer reported complaint for hi blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. The customer is having symptoms of nose bleed and dry mouth. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. Advised customer's daughter to contact her mother's doctor, local hospital, or local clinic to speak with a health care professional, or 911 to see if she would need to go to the hospital for immediate assistance.